Event description:
It was reported that a power source alert occurred. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Cts instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to charge, and the pump began charging.